Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no product was returned for investigation. A specific cause for the event could not be conclusively determined through this evaluation. The thread protectors were discarded during the case and could not be retrieved. A manufacturing assessment (ma) task was initiated to address the luer lock cap not being able to be opened/removed. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), document rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿ contains instructions for luer-lok cap. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no patient consequences during the procedure, and no delay in surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no product was returned for investigation. A specific cause for the event could not be conclusively determined through this evaluation. A manufacturing assessment (ma) task was initiated to address the luer lock cap not being able to be opened/removed. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), document revision, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿ contains instructions for luer-lok cap. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist was instructed to install the thread protector with luer-lok on the heartmate 3 pump outlet. The perfusionist was able to successfully install thread protector, but was not able to open the luer-lok cap despite multiple attempts. The luer-lok was uninstalled and reinstalled while the pump was submerged in the pitcher with the injectable normal saline. The pump was gently tapped to allow air to escape, and the perfusionist placed the sterile glove tip onto the inlet extension of the inflow while still submerged in the normal saline.